Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that bmc transseptal sheath was selected for use. During the procedure, it was reported that a significant step-off was noted with the dilator, making patient insertion impossible. Thus the device was replaced and the procedure was completes successfully. No patient complication was reported. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
Updated field h6 device code to material deformation - a0406.

Event description:
It was reported that bmc transseptal sheath was selected for use. During the procedure, it was reported that a significant step-off was noted with the dilator, making patient insertion impossible. Thus the device was replaced and the procedure was completes successfully. No patient complication was reported. The device is not expected to be returned as it was disposed.